Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the event was not due to a malfunction of the device.

Event description:
During follow-up post operation, the patient reported feeling fatigue and it was noted that the patient received no bi-ventricular pacing. Furthermore, loss of complete capture was observed. The physician believes the incident was not device related as the programming of the device was incorrectly set after implantation. The device was reprogrammed and the patient was in stable condition.